Event description:
It was reported that the patient Infusion set tape not adhering enough long on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6). Based on the available information, this event is deemed to be a Reportable Malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number. Reporting Site: 8021545. Manufacturing Site: 8021545.